Event description:
It was reported that (1) al326 was used during seps procedure. It was reported by the rep that the surgeon noticed the top jaw of the clip applier was not attached to the clip applier. The surgeon thought that it was in the pt's leg, however it was later found outside the pt and on the sterile field. It is unknown how the case was completed. There was no consequence to pt.